Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event was originally included in remedial action exemption summary report (B)(4) (B)(4) 2010. Subsequent review of the initial reported information determined the event qualified for reporting on a medwatch 3500a, therefore, it is being submitted as such. (B)(4).

Event description:
It was reported that the lead impedance has very slowly risen over time and just recently gone over the 1,000 ohm limit. The lead was explanted and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2010: returned paperwork and warranty form received. On (B)(6) 2010: warranty form received.